Event description:
According to the civil complaint filed, the following is alleged: the medihoney caused infection, pain, medical treatment and other damages. According to additional information provided, the patient died; however, the cause of death is unknown and it is also unknown if medihoney contributed to the patient's death. No additional information has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.